Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Dimensional evaluation found component to be within appropriate design specification. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery."

Event description:
It has been reported that the patient underwent an initial total knee arthroplasty on (B)(6) 2012. Subsequently, patient experienced a bump at the front of the knee. X-rays revealed that the tibial locking bar was disengaging. The patient was revised with a new locking bar on (B)(6) 2013.